Event description:
Co received a certified letter from atty, advising that their client was filing suit involving the death of a one year old child. They allege that the child was put down for a nap on a hosp bed with bed rails. They advise that the mother of the child raised the rails on the bed when she laid him down to nap and when she went to see if he had awakened, he was found with his head caught between the top rails and the bed. The child was placed in the grandmother's hosp bed to take a nap and was unattended.